Event description:
Major pump unit(s) involved: blood pumpadditional text: inflow to pump stenosedspecific component(s) involved: inflow graft malfunction/malpositionadditional text: stenosedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of inflow graft; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.